Event description:
It was reported that during the implant procedure, the physician noted impedance readings greater than 2500 ohms and unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Blood/body fluid was present in the distal conductor (not obstructed). Visual and mechanical inspection noted no anomalous conditions in shape or structure. The electrical characteristics of the device were found to be within product specifications. The lead was considered to be functionally normal.